Event description:
It was reported by the biomed that the output connector has a portion broken off and therefore the cable will not latch. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricular output connector is broken. Lower case and side bail covers are broken. Ring cover is contaminated.